Event description:
Further information obtained stated that the ipg lost functionality in the first quarter of 2020. This indicates that the device last past its stated longevity and the product experience is an expected event and is no longer considered to be a malfunction.

Manufacturer narrative:
Corrected data: section h codes have been updated. The device lasted beyond its intended longevity. This event is no longer deemed reportable.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.